Manufacturer narrative:
(B)(4). Device not returned to manufacturer..

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to recurrent infections at implant site. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, july 14, 2016.